Event description:
Info received indicates the siderail will not remain in the latched position.

Manufacturer narrative:
The tech isolated the issue to a missing shoulder bolt for the latch mechanism. He replaced the latch shoulder bolt to repair the bed.